Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 716608) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, hypertension, iron deficiency anemia, morbid obesity and vitamin b12 deficiency. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included lumbar radiculitis, osteoarthritis, tearfulness, light periods, leg pain, lumbar radicular pain, leg edema, bnp increased, libido decreased, nickel sensitivity, abdominal pain and fluid retention. Concomitant products included calcium, celecoxib (celebrex), colecalciferol (vitamin d3), cyanocobalamin, ferrous gluconate, gabapentin, paracetamol (tylenol extra strength) and tramadol. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), solar urticaria ("hypersensitivity to sunlight - hives if in sunlight more than 10 minutes"), granuloma annulare ("rashes or skin conditions type: granuloma annulare"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss."), arthralgia ("joint pain/elbow pain/wrist pain/hip pain/ankles pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced tooth disorder ("dental issues"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), depression ("depression"), vitamin b12 deficiency ("vitamin absorption"), rash ("skin rash/rash"), gastrointestinal disorder ("gastro intestinal or digestive system condition type:"), fluid retention ("fluid retention") and allergy to metals ("allergic reaction to nickel in the essure"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, hypersensitivity, abdominal distension, depression, night sweats, solar urticaria, granuloma annulare, hypoaesthesia, feeling abnormal, fatigue, musculoskeletal pain, gastrointestinal disorder, fluid retention and allergy to metals outcome was unknown, the weight increased had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia and rash was resolving and the dyspareunia, arthralgia and vitamin b12 deficiency had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fluid retention, gastrointestinal disorder, granuloma annulare, hypersensitivity, hypoaesthesia, menorrhagia, musculoskeletal pain, night sweats, pelvic pain, rash, solar urticaria, tooth disorder, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2011 and (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2016: skin, left forearm extensor surface punch biopsy: granuloma annulare. Concerning the injuries reported in this case the following events were confirmed via patients medical records: rash,granuloma annulare,fatigue,dysmenorrhea,dyspareunia,weight gain, pelvic pain,joint pain,rash. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 716608) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, hypertension, iron deficiency anemia, morbid obesity and vitamin b12 deficiency. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included lumbar radiculitis, osteoarthritis, tearfulness, light periods, leg pain, lumbar radicular pain, leg edema, bnp increased, libido decreased, nickel sensitivity, abdominal pain and fluid retention. Concomitant products included calcium, celecoxib (celebrex), colecalciferol (vitamin d3), cyanocobalamin, ferrous gluconate, gabapentin, paracetamol (tylenol extra strength) and tramadol. In april 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), photosensitivity reaction ("hypersensitivity to sunlight - hives if in sunlight more than 10 minutes"), granuloma annulare ("rashes or skin conditions type: granuloma annulare"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss."), arthralgia ("joint pain/elbow pain/wrist pain/hip pain/ankles pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced tooth disorder ("dental issues"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), depression ("depression"), vitamin b12 deficiency ("vitamin absorption"), rash ("skin rash/rash"), gastrointestinal disorder ("gastro intestinal or digestive system condition type:"), fluid retention ("fluid retention") and allergy to metals ("allergic rection to nickel in the essure"). The patient was treated with surgery (salpingectomy(bialteral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, hypersensitivity, abdominal distension, depression, night sweats, photosensitivity reaction, granuloma annulare, hypoaesthesia, feeling abnormal, fatigue, musculoskeletal pain, gastrointestinal disorder, fluid retention and allergy to metals outcome was unknown, the weight increased had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia and rash was resolving and the dyspareunia, arthralgia and vitamin b12 deficiency had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fluid retention, gastrointestinal disorder, granuloma annulare, hypersensitivity, hypoaesthesia, menorrhagia, musculoskeletal pain, night sweats, pelvic pain, photosensitivity reaction, rash, tooth disorder, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : ??-apr-2011 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-oct-2010: total bilateral occlusion.. Pathology test - on 06-dec-2016: skin, left forearm extensor surface punch biopsy: granuloma annulare. Concerning the injuries reported in this case the following events were confirmed via patients medical records: rash,granuloma annulare,fatigue,dysmenorrhea,dyspareunia,weight gain, pelvic pain,joint pain,rash. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs+mr received : lot number added. Following events were added : hormonal changes describe: night sweats, abnormal bleeding (vaginal, menorrhagia, hair loss, fatigue, dyspareunia (painful sexual intercourse, dysmenorrhea (cramping), brain fog, numbness,granuloma annulare, hypersensitivity to sunlight, joint pain, shoulder pain,gastro intestinal or digestive system condition type,fluid retention, rash, allergy to metals. Reporter information added. Medical history and concomitant conditions added. Historical drug added. Concomitant products added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 716608) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, hypertension, iron deficiency anemia, morbid obesity and vitamin b12 deficiency. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included lumbar radiculitis, osteoarthritis, tearfulness, light periods, leg pain, lumbar radicular pain, leg edema, bnp increased, libido decreased, nickel sensitivity, abdominal pain and fluid retention. Concomitant products included calcium, celecoxib (celebrex), colecalciferol (vitamin d3), cyanocobalamin, ferrous gluconate, gabapentin, paracetamol (tylenol extra strength) and tramadol. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), solar urticaria ("hypersensitivity to sunlight - hives if in sunlight more than 10 minutes"), granuloma annulare ("rashes or skin conditions type: granuloma annulare"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss."), arthralgia ("joint pain/elbow pain/wrist pain/hip pain/ankles pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced tooth disorder ("dental issues"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), depression ("depression"), vitamin b12 deficiency ("vitamin absorption"), rash ("skin rash/rash"), gastrointestinal disorder ("gastro intestinal or digestive system condition type:"), fluid retention ("fluid retention"), allergy to metals ("allergic rection to nickel in the essure"), tooth fracture ("tooth cracking") and dental caries ("tooth ecay") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bialteral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, hypersensitivity, abdominal distension, depression, night sweats, solar urticaria, granuloma annulare, hypoaesthesia, feeling abnormal, fatigue, musculoskeletal pain, gastrointestinal disorder, fluid retention, allergy to metals, weight decreased, tooth fracture and dental caries outcome was unknown, the weight increased had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia and rash was resolving and the dyspareunia, arthralgia and vitamin b12 deficiency had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fluid retention, gastrointestinal disorder, granuloma annulare, hypersensitivity, hypoaesthesia, menorrhagia, musculoskeletal pain, night sweats, pelvic pain, rash, solar urticaria, tooth disorder, tooth fracture, vaginal haemorrhage, vitamin b12 deficiency, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2011 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion.. Pathology test - on (B)(6) 2016: skin, left forearm extensor surface punch biopsy: granuloma annulare. Concerning the injuries reported in this case the following events were confirmed via patients medical records: rash,granuloma annulare,fatigue,dysmenorrhea,dyspareunia,weight gain, pelvic pain,joint pain,rash. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-may-2020: extension of expected date of next report for ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 716608) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, hypertension, iron deficiency anemia, morbid obesity and vitamin b12 deficiency. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included lumbar radiculitis, osteoarthritis, tearfulness, light periods, leg pain, lumbar radicular pain, leg edema, bnp increased, libido decreased, nickel sensitivity, abdominal pain and fluid retention. Concomitant products included calcium, celecoxib (celebrex), colecalciferol (vitamin d3), cyanocobalamin, ferrous gluconate, gabapentin, paracetamol (tylenol extra strength) and tramadol. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), solar urticaria ("hypersensitivity to sunlight - hives if in sunlight more than 10 minutes"), granuloma annulare ("rashes or skin conditions type: granuloma annulare"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss."), arthralgia ("joint pain/elbow pain/wrist pain/hip pain/ankles pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced tooth disorder ("dental issues"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), depression ("depression"), vitamin b12 deficiency ("vitamin absorption"), rash ("skin rash/rash"), gastrointestinal disorder ("gastro intestinal or digestive system condition type:"), fluid retention ("fluid retention"), allergy to metals ("allergic rection to nickel in the essure"), tooth fracture ("tooth cracking") and dental caries ("tooth ecay") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bialteral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, hypersensitivity, abdominal distension, depression, night sweats, solar urticaria, granuloma annulare, hypoaesthesia, feeling abnormal, fatigue, musculoskeletal pain, gastrointestinal disorder, fluid retention, allergy to metals, weight decreased, tooth fracture and dental caries outcome was unknown, the weight increased had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia and rash was resolving and the dyspareunia, arthralgia and vitamin b12 deficiency had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fluid retention, gastrointestinal disorder, granuloma annulare, hypersensitivity, hypoaesthesia, menorrhagia, musculoskeletal pain, night sweats, pelvic pain, rash, solar urticaria, tooth disorder, tooth fracture, vaginal haemorrhage, vitamin b12 deficiency, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2011 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Pathology test - on (B)(6) 2016: skin, left forearm extensor surface punch biopsy: granuloma annulare. Concerning the injuries reported in this case the following events were confirmed via patients medical records: rash,granuloma annulare,fatigue,dysmenorrhea,dyspareunia,weight gain, pelvic pain, joint pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: information received via social media: new events - weight decreased, tooth decay, cracking and reporter's information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 716608) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, hypertension, iron deficiency anemia, morbid obesity and vitamin b12 deficiency. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included lumbar radiculitis, osteoarthritis, tearfulness, light periods, leg pain, lumbar radicular pain, leg edema, bnp increased, libido decreased, nickel sensitivity, abdominal pain and fluid retention. Concomitant products included calcium, celecoxib (celebrex), colecalciferol (vitamin d3), cyanocobalamin, ferrous gluconate, gabapentin, paracetamol (tylenol extra strength) and tramadol. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), solar urticaria ("hypersensitivity to sunlight - hives if in sunlight more than 10 minutes"), granuloma annulare ("rashes or skin conditions type: granuloma annulare"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss."), arthralgia ("joint pain/elbow pain/wrist pain/hip pain/ankles pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced tooth disorder ("dental issues"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), depression ("depression"), vitamin b12 deficiency ("vitamin absorption"), rash ("skin rash/rash"), gastrointestinal disorder ("gastro intestinal or digestive system condition type:"), fluid retention ("fluid retention"), allergy to metals ("allergic rection to nickel in the essure"), tooth fracture ("tooth cracking") and dental caries ("tooth ecay") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bialteral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, hypersensitivity, abdominal distension, depression, night sweats, solar urticaria, granuloma annulare, hypoaesthesia, feeling abnormal, fatigue, musculoskeletal pain, gastrointestinal disorder, fluid retention, allergy to metals, weight decreased, tooth fracture and dental caries outcome was unknown, the weight increased had not resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia and rash was resolving and the dyspareunia, arthralgia and vitamin b12 deficiency had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fluid retention, gastrointestinal disorder, granuloma annulare, hypersensitivity, hypoaesthesia, menorrhagia, musculoskeletal pain, night sweats, pelvic pain, rash, solar urticaria, tooth disorder, tooth fracture, vaginal haemorrhage, vitamin b12 deficiency, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2011 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Pathology test - on (B)(6) 2016: skin, left forearm extensor surface punch biopsy: granuloma annulare. Concerning the injuries reported in this case the following events were confirmed via patients medical records: rash,granuloma annulare, fatigue, dysmenorrhea, dyspareunia, weight gain, pelvic pain, joint pain, rash. Lot number: 716608 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), hypersensitivity ("allergic reactions"), abdominal distension ("bloating,"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, hypersensitivity, abdominal distension, weight increased and depression outcome was unknown. The reporter considered abdominal distension, depression, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.